Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Defective string...string was frayed and snapped at the bottom-tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon had a defective string that frayed and snapped at the bottom. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Defective string...string was frayed and snapped at the bottom- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon had a defective string that frayed and snapped at the bottom. No injury reported.